Event description:
On june 8, 2026, the manufacturer became aware of a complaint involving a gynecare tension-free vaginal tape (tvt) sling associated with (B)(6) hospital. The report was received from the danish medicines agency, which was notified by the hospital. The product code was reported as tvtunk. The model number and lot number were not provided. The reporter stated that the tvt sling was reportedly implanted approximately 30 to 40 years prior and was found exposed on (B)(6) 2026. The reporter also stated that the patient experienced no inconvenience and that the device continued to provide good effect for incontinence. The report included consequence information indicating that medical or surgical treatment was required and that an incorrect or delayed diagnosis or treatment was involved; however, the specific intervention, treatment details, and patient status were not provided. The device was reported as not available for return and has not been received by the manufacturer for evaluation. Follow-up has been requested for the model number, lot number, implant history, specific treatment or intervention performed, patient outcome/status, and clarification of the reported consequence information. The investigation is ongoing. This report is based on the information available at the time of submission.

Manufacturer narrative:
On june 8, 2026, the manufacturer became aware of a complaint involving a gynecare tension-free vaginal tape (tvt) sling associated with (B)(6) hospital. The report was received from the danish medicines agency, which was notified by the hospital. The product code was reported as tvtunk. The model number and lot number were not provided. The reporter stated that the tvt sling was reportedly implanted approximately 30 to 40 years prior and was found exposed on (B)(6) 2026. The reporter also stated that the patient experienced no inconvenience and that the device continued to provide good effect for incontinence. The report included consequence information indicating that medical or surgical treatment was required and that an incorrect or delayed diagnosis or treatment was involved; however, the specific intervention, treatment details, and patient status were not provided. This report is being submitted as a serious injury based on the reporting authority's consequence classification indicating that medical or surgical treatment was required. This classification is being applied conservatively pending receipt of the requested follow-up information. The device was reported as not available for return and has not been received by the manufacturer for evaluation.